Event description:
A report was received from a user facility in the USA stating "during the phacoemulsification phase of a cataract procedure, a weakness or possible kink in the tubing caused the tubing to collapse while the handpiece was in the eye. This lead to the creation of a hole in the posterior capsule requiring a vitrectomy. The intended intraocular lens was then implanted and the procedure was completed with no further problems."

Manufacturer narrative:
The device has not been received for evaluation. The sterilization and lot history records were reviewed and were found to be acceptable.